Manufacturer narrative:
Upon being received, the device was detected in backup vvi mode with backup defibrillation only. The device went into reset on (B)(6) 2017. A visual inspection was performed and no anomalies were observed. Electrical evaluation was completed where high voltage and pacing lead impedance was measured. The impedance parameters were within range specifications. The reset was not able to be reproduced in the laboratory and the cause of the reset was undetermined.

Event description:
During follow-up, the device was observed to be in backup mode. A device download was performed to resolve the event; however, the device was re-interrogated and was found to be in backup mode again. The device was explanted and replaced and the patient was stable.